Event description:
It was reported that the user received persistent dexcom g6 continuous glucose monitor (cgm) sensor error alerts indicating to connect cgm or enter bg on the ilet bionic pancreas, with intermittent communication consistent with signal loss, despite verified transmitter-display communication and correct sensor code and transmitter pairing; the user replaced the sensor and paired a new code. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication, analysis of information provided by the user, and assessment of interoperability between components. Investigation of this case revealed an interoperability issue leading to intermittent communication failure, with involvement of the electrical/magnetic domain and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.